Manufacturer narrative:
(B)(4). This lot was manufactured between february 28, 2013 and march 1, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter received one unit for evaluation. Visual inspection noted a ruptured bladder on the device. Microscopic inspection revealed markings on the exterior surface of the bladder were observed near the rupture line; however the cause could not be determined. This issue will be further investigated through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate experienced rupture approximately half an hour into infusion. The unit was filled with 2g rocephin and 100ml of glucose (both non-baxter products). There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.